Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump has been experiencing blank display anomalies, and the last two times the blank display anomaly occurred the customer did not receive low battery warnings beforehand. The customer also mentioned that the reservoir has fallen out of the insulin pump before due to a cracked reservoir compartment. The battery compartment was getting brittle as well. The customer's blood glucose last night was 500 mg/dl. The insulin pump began to beep last night and the display went dead. The customer treated via manual insulin injection. The insulin pump will be returned and replaced.

Manufacturer narrative:
The insulin pump powered up properly and no blank display noted. The insulin pump was received with normal operating currents and passed the self-test, error test, displacement test, rewind, prime test and excessive no delivery test. A test reservoir was installed and did not lock in place due to broken reservoir tube lip. We were unable to perform the basic occlusion test and occlusion test due to test reservoir not locking into place in the reservoir tube. The insulin pump was monitored and no unexpected off no power alarms, blank display, or shutting off occurred during testing. No damage was found on the lcd isolation tape during visual inspection. The insulin pump was received with partially broken reservoir tube lip, reservoir tube missing o-ring, broken battery tube threads, minor scratched lcd window, scratched reservoir tube window, cracked case at the reservoir tube window corner, and reservoir tube window cracked.